Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2026 a defective device was inserted in the operating room on (B)(6) 2026 the next day in the ICU, an attempt was made to remove the catheter, but only 6 cc of sterile water fell out of 10 cc. The patient was transferred to the 13th-floor ward in that condition (4 cc remaining in the cuff). Subsequently, to check for clogging on the ward, 3 cc of sterile water was infused, and 3 cc was recovered. The urologist confirmed via ultrasound that the cuff was inflated within the bladder. Subsequently, 17 cc of distilled water was infused, and 14 cc was recovered (resulting in 7 cc remaining). The catheter was cut down to the shaft, but the distilled water did not fall out. An attempt was made to rupture the cuff using a gw, but this was unsuccessful; ultimately, 50 cc of distilled water was infused, and the catheter was removed naturally.